Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06637. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, and difficulty participating in regular recreational activities. It was reported that the patient underwent mesh revision and bladder repair on (B)(6) 2012 for mesh attached to bladder and rolled up and urinary retention problems. (B)(4) - urinary problems; bowel problems; difficulty participating in regular recreational activities; mesh attached to bladder and rolled up. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06637. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced voiding dysfunction, recurrent urinary tract infection, mixed urinary incontinence, cystocele, rectocele, frequency, vaginal atrophy, nocturia and fecal incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced voiding dysfunction, recurrent urinary tract infection, mixed urinary incontinence, cystocele, rectocele, frequency, vaginal atrophy, nocturia and fecal incontinence.